Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
During an impedance check for a patient implanted with an evoke spinal cord stimulation (scs) system, disconnected electrodes were identified on one lead. A revision procedure was performed, and both leads were replaced to resolve the reported event.

Manufacturer narrative:
Additional information: event description section d - expiration date; explantation date; device available for evaluation section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes the leads were returned to saluda for analysis. The two (2) leads could not be differentiated to distinguish which was related to the reported event of disconnected electrode; therefore, both leads were analyzed. Visual inspection identified broken conductor cables at the anchor site of lead one (1). Functional testing was performed, and the lead failed the dry and wet testing with multiple disconnected electrodes. The damaged conductor cables likely contributed to the reported disconnected electrodes. The cause of the lead damage is unable to be definitively determined. There was no visible damage observed on lead two (2). The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result¿, and the evoke scs system clinical manual details impedance as, "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps.".

Event description:
The impedance check was performed because the patient reported inadequate pain coverage. Reprogramming was unable to restore adequate pain relief prior to the revision procedure.